Event description:
It was reported that the user experienced recurrent low blood glucose readings of approximately 55 mg/dl around the same time each day and was advised that clinical support could discuss dosing and pump settings, though the user preferred to consult a new healthcare provider first. Symptoms included hypoglycemia. Outcomes included an urgent low glucose event that was treated with oral glucose, after which blood glucose was reported in range and no further assistance was requested. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.